Manufacturer narrative:
The referenced pump implant performed one day earlier was reported under medwatch MFR report #2916596-2015-02390. (B)(4). Approximate age of device ¿ 1 day. Examination of the returned pump's blood-contacting surfaces found red, tissue-like thrombus in the rotor vanes. The tissue had a soft structure, was not adhered to the rotor and did not show laminated layering, indicating that the thrombus did not form on the rotor. The thrombus was obstructing the rotor vanes and would have contributed to the reported low flow. The evaluation could not determine the origins of the thrombus. The examination also found depositions of coagulated blood in the inflow conduit, inlet elbow, and outflow elbow. The depositions showed little structure and appeared to be acute formations. The knitted graft in the inflow conduit showed small indentations on opposite sides of the graft diameter; however, the indentations did not appear large enough to obstruct flow. The evaluation could not conclusively correlate the indentations to the reported inflow conduit malposition. Visual inspection of the pump bearings and bearing cups found no anomalies. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was given prothrombin complex concentrate postoperatively due to excessive bleeding. That evening, the patient experienced low flow alarms and was started on dobutamine. A CT scan and a chest x-ray revealed a malpositioned inflow conduit. On (B)(6) 2015, the patient was returned to the or for repositioning of the inflow conduit. Upon inspection of the pump, multiple thrombi were revealed; therefore, the pump and the inflow conduit were exchanged. The following additional information was received via sus voluntary event foi report, (B)(4): event date: (B)(6) 2015. Report date: (B)(4) 2015. Event description: pt in the ICU recovering from lvad exchange. Pt had excessive bleeding following the pump exchange that required a dose of pcc. Pts lvad alarming low flow in conjunction with low pi's. Pt was given a fluid bolus which initially relieved these alarms. Early am pt c/o chest pressure. EKG showed st elevation consistent with a mi. Pt taken to the cath lab for an angiogram which did not show any new blockages. Low flow alarms intermittently throughout the day. Cxr, tee and CT done which revealed inflow cannula malposition causing an obstruction of blood flow through the pump. The pt was taken to the operating room to reposition the inflow cannula. During the procedure the surgeon found multiple thrombi in the lvad pump therefore the decision was made to exchange the lvad pump and inflow cannula. Surgery went well. Pt was brought to the ICU for recovery.